Manufacturer narrative:
The m300 and ics log files were reviewed, however, it was found that not all the m300 log files required for performing a root cause analysis were provided. Additionally, although the date of event was confirmed to be 25sep2025, the time of the event was unknown. The available m300 log files showed this device performed a manual discharge on 25sep2025 at 10:05 and the ics log files showed an m300 was manually discharged at 10:06. The ip address of the m300 was needed to confirm these messages correlated, but this information was not provided. Instructions for extracting the m300 log files required for investigation were provided and multiple attempts were made to obtain additional information such as the time of the event, the remaining log files, and the ip address of the m300; however no further information was provided. A root cause could not be determined with the available information. Should the reported behavior recur, the instructions for extracting the m300 log files were provided, and these files should be provided in combination with the ics log files, along with a network capture from the time of the event and a new investigation could be started.

Event description:
The customer reported that the m300 monitor is discharged a patient automatically without user initiation. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation, upon completion a follow up report will be submitted.

Event description:
The customer reported that the m300 monitor is discharged a patient automatically without user initiation. There was no report of adverse patient impact.